Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that a ultraflex esophageal stent was to be implanted in the esophagus to treat a 77mm by 90mm malignant esophageal obstruction caused by cancer during an esophageal stent implantation procedure performed on (B)(6) 2025. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the shaft of the stent system entered the narrow stenosed site. They attempted to pull the wire to deploy the stent; however, the stent failed to deploy. When they continued pulling the wire, they found that the deployment suture was knotted resulting in stent deployment failure. The stent was not fully covered by the deployment suture when it was removed from the patient. The procedure was completed with another of the same device. There was no patient complications reported as a result of this event and the patient's condition was reported to be stable.

Manufacturer narrative:
B5 and h6 (device codes) have been corrected. H6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that a ultraflex esophageal stent was to be implanted in the esophagus to treat a 7mm by 90mm malignant esophageal obstruction during an esophageal stent implantation procedure performed on (B)(6) 2025. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the shaft of the stent system entered the narrow stenosed site. They attempted to pull the suture to deploy the stent; however, the stent did not deploy. When they continued pulling the suture, they found that the deployment suture was knotted resulting in stent deployment failure. The stent was not fully covered by the deployment suture when it was removed from the patient. The procedure was completed with another of the same device. There was no patient complications reported as a result of this event and the patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that a ultraflex esophageal stent was to be implanted in the esophagus to treat a 7mm by 90mm malignant esophageal obstruction during an esophageal stent implantation procedure performed on march (B)(6) 2025. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the shaft of the stent system entered the narrow stenosed site. They attempted to pull the suture to deploy the stent; however, the stent did not deploy. When they continued pulling the suture, they found that the deployment suture was knotted resulting in stent deployment failure. The stent was not fully covered by the deployment suture when it was removed from the patient. The procedure was completed with another of the same device. There was no patient complications reported as a result of this event and the patient's condition was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent partially deployed. The suture was not found knotted, therefore the functional testing related to the deployment of the stent, by pulling the finger ring was performed. The stent deployed without problems; no resistance was felt. Product analysis did not confirm the reported event of stent deployment suture knotted as during product analysis; the suture was not found knotted. The reported event of stent partially deployed was confirmed as the stent was returned partially deployed. The investigation concluded that the reported events were most likely procedural factors as lesion characteristics, handling of the device and the technique used by the physician (force applied). Therefore, a review and analysis of all available information indicated the most probable cause of the reported events is adverse event related to procedure.